Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the drill was making a clicking sound" was confirmed. During the pre-repair diagnostic assessment the condition of the device was found to have an internal wire with missing insulation which would allow the bare wire to touch the metal component and emit a clicking sound. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device is making a clicking sound. The device was being used during surgery. No injury or medical intervention occurred. No additional information provided.